Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a high shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the patient was seen in clinic. No further out of range measurements were observed and impedance trends showed measurements were stable. No further action was taken. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.